Event description:
(B)(6) 2011: 0800 this (B)(6) female underwent a total left hip arthroplasty under dr. (B)(6) at (B)(6) hospital. A stryker rejuvenate modular stem and neck device was implanted. Patient became symptomatic with his hip and went to see dr. (B)(6). Left hip aspiration was done on (B)(6) 2013. (B)(6) 2013: patient underwent revision of the left hip and had the stryker rejuvenate device explanted by dr. (B)(6). Extensive debridement of the joint was done.